Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 14-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion during the implant procedure of a leadless implantable pulse generator (ipg). A pericardial effusion was noted after the first deployment to a slight apical position. A placement attempt was then made to the mid-septal area. The device was recaptured after placement. It was noted the pericardial effusion was worsening to a pericardiocentesis was performed. Approximately 500 milliliters was removed. It was then noted the left ventricle was not contracting and chest compressions were performed. An angiogram was performed which noted left main disease. A thoracotomy was performed which noted the right ventricle free wall perforation. The patient passed away the next day due to bleeding complications.